Event description:
Orders are created on the cpoe machine and sent electronically to the intended recipients, including nurses, ancillary services, labs, and pharmacies. It has been a widespread and formidable problem that these digital orders do not reach the recipient and are not carried out in a timely manner. To make these matters worse, there is not any easy mechanism on these computerized medical devices to reconcile orders with their execution and/or results. This is true for all vendors of these devices. In this case, because of a decrement in hemoglobin level, in a critically ill patient with multi system failure, a stool guaiac test was ordered. The patient was being treated with prophylaxis for deep vein thrombosis, which was continued. It was not until 5 days later when the patient was acutely bleeding that the test was done. The patient went into shock requiring multiple interventions. This case and the genre of problem it represents, is disturbing on many levels, including the fact that the FDA does not provide oversight of cpoe systems of devices as it does for all other apparatus intended for use in the diagnosis or cure of disease.